Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced and the exhalation valve was cleaned.

Event description:
The hospital reported that positive end expiratory pressure was higher than expected. There was no report of patient involvement.

Manufacturer narrative:
Updated incident date from (B)(6) 2016. Date in this report reflects the date that new information was provided by the company representative. The original report reflected a date of (B)(6) 2016, that date should be updated to (B)(6) 2016.